Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump under delivered, therefore the customer experienced high blood glucose levels of 580 mg/dl at the time of the incident. The customer treated the high blood glucose with a manual injection. The customer was later admitted to the hospital on (B)(6) 2018 due to high blood glucose of 440 md/dl, an IV drip was used to balance blood glucose levels. Auto mode was not on at the time of the incident. The insulin pump will not be returned for analysis.